Manufacturer narrative:
A gehc service representative performed a checkout of the equipment. It was noted that the cable from the high powered display unit to the anesthesia control board was loose. The cable was reconnected.

Event description:
The hospital reported that, during a case, the unit went into a system malfunction. The anesthesia machine was replaced to complete the case. There was no reported patient injury.